Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd extension set was leaking the following information was received by the initial reporter with the following verbatim leakage of fluids (not contrast media and not during power injection): saline infusion.